Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. After insertion of the truseal sheath, a thrombus was observed adhering to the sheath body. Intracardiac echocardiography (ice) confirmed there was no additional thrombus in the left atrial appendage (laa). As a result, the procedure was canceled. No further complications were reported, and the patient was discharged.